Event description:
First stent was placed in the mid lad without difficulty. Second stent was attempted to be threaded through the first stent to reach d1. There was difficulty getting through the first stent. Physician decided that d1 was in spasm so did not deploy the stent; ic medication given. The wire was removed and the stent apparently came off the wire and stayed in the d1. Pt came back in a few days with chest pain and the floating stent was located and crushed.